Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump on their own, and the pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.